Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: per elliot billings, we have had another out of box failure on a light source please see the attached for the serial number we are going to need a replacement as soon as possible. The unit periodically just turns off at times. Salesforce case number (B)(4). [Update - occurred during a procedure. There was full loss of light when the light source stopped working in the middle of a procedure, and a replacement was used. The light source would not turned on again.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a reed switch on the safe light cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.